Event description:
It was reported that, during surgery, end of handle on the r3 straight shell impactor broke off while being used. Procedure continued with a back-up device from smith and nephew, without a delay. The patient was not harmed beyond the described event.

Manufacturer narrative:
It was reported that during surgery, end of handle on the r3 straight shell impactor broke off while being used. Procedure continued with a backup device from smith and nephew, without a delay. The patient was not harmed beyond the described event. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure. A piece of the handle has broken off of the device and is returned. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2017 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A clinical analysis noted there was no harm to the patient, or fragments left inside the patient. No further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.